Event description:
It was reported that the zimmer air dermatome handpiece was not working properly. Add'l clinical f/u info rec'd on (B)(6) 2010 indicated that there was no pt harm or injury associated with this incident, although the graft thickness was thicker than desired setting.

Manufacturer narrative:
The device was returned to the MFR for repair. The device is 14 yrs old. The device was out of calibration on the left side at the 0, 10, and 20 settings. The device failed side to side at all settings indicating the device would tend to cut a non-uniform graft. These conditions would interfere with graft collection. The condition of the returned device (misalignment of the control bar with blade and calibration failure), indicate it may have been dropped. This cannot be confirmed. The cause of the reported issue is likely the out of control bar position and calibration of the device. The cause of the miss positioned control bar and calibration is unk. The device was repaired and returned to the customer.